Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient's pump and catheter were explanted due to an infection post pump placement surgery on (B)(6) 2022. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2022. Product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.